Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states the reservoir would not come off, but when it did the rubber portion came off. The customer's blood glucose level was 418mg/dl. The customer was advised the reservoir would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed visual inspection and failed due to the snap-cap being detached from the reservoir and found stuck inside the transfer guard.